Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.00 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to excessive vaulting, pupil block with elevated intraocular pressure (iop) and angle closure. There was addition of new pi and enlargement of pi by yag on (B)(6) 2021. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to lens calculator error.